Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip nt referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the partial clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was placed without any reported issue. The mitraclip xtr clip delivery system (cds) (lot 80515u118) was advanced and the clip was deployed. A second mitraclip nt cds (lot 80103u119) was advanced and the physician is not sure if the first clip opened slightly after deployment or interacted with the second clip and caused a tear or loosened the grasp of the first clip that was implanted. The clip of the second cds got stuck in the previously implanted clip and was therefore implanted. The procedure was completed, but the mr was not reduced (remained grade 4+). No additional treatment was planned. The patient was in stable condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. The reported device damaged by another device appears to be due to user technique/procedural circumstances (e.g. Unintentional curve/ excessive torqueing). The reported failure to adhere or bond appears to be due to the reported device damaged by another device as the clip came in contact with the clip that was implanted. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. The reported device damaged by another device appears to be due to user technique/procedural circumstances (e.g. Unintentional curve/ excessive torqueing). The reported failure to adhere or bond appears to be due to the reported device damaged by another device as the clip came in contact with the clip that was implanted. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.